Manufacturer narrative:
The insulin pump had intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device had a cracked case at the display window corners, reservoir tube, and battery tube threads. The device had a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.